Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "1 day s/p cardiac transplant, transplant rejection noted. Clot and fibrin build-up on arterial face of the membrane. Diffuse, covering front of face plate of membrane. Act's180-220 considered therapeutic. Unable to draw blood samples from arterial access port at outflow port and venous access port, pre-membrane. Decision was made to change-out circuit. Change-out was done without any noted injury to the patient. The circuit has been sequestered for examination." (B)(4).

Manufacturer narrative:
The product was visual inspected in the lab of the manufacturer. Some clotted areas were visible on the outlet and inlet side. No clots were rinsed out during cleaning. The product was tested with bovine blood in the laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria's and therefore passed the test successfully. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).